Event description:
During the inspection, it was found that the fixation pin was broken. According to the sr, during surgery the fixation pin was hard to attach to the plate.

Manufacturer narrative:
Evaluation summary: the reported event that the fixation pin was broken could be confirmed. The incoming inspection showed that the fixation pin was returned in assembled condition. During the visual investigation it was determined that the stop pin, laser-welded with the expanding sleeve was plastically deformed which led to a secondary crack of the laser welding seam due to multiple high bending forces. The surface of the stop bar shows heavy friction traces and plastic deformations as well as a metal chip resulting from a collision and friction with the stop pin. Based on the investigation the root cause of the reported event was attributed to a user related handling issue. Indications for material or manufacturing related issues could not be found in the investigation.

Event description:
During the inspection, it was found that the fixation pin was broken. According to the sr, during surgery the fixation pin was hard to attach to the plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.